Event description:
Right knee very mild warm to touch [joint warmth]. Trouble with full extension of right knee [joint range of motion decreased]. Increasing right knee pain [arthralgia]. Significant noticeable swelling (right knee) [joint swelling]. Right knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from a company rep regarding a female pt (initials (B)(6)) with a history of right lower extremity radiculopathy, arthroscopic debridement of the right knee, right knee pain, and a previous steroid injection in (B)(6) 2009, who experienced increasing pain in the right knee, significant noticeable swelling, trouble with full extension of right knee, and right knee effusion after receiving synvisc-one. On (B)(6) 2009, a report was received from the hcp which stated as follows: the pt had undergone arthroscopic debridement of the right knee in (B)(6) 2009 and has a history of right lower extremity radiculopathy. The pt was given a corticosteroid injection in (B)(6) 2009 for her right knee pain and experienced mild temporary relief. On (B)(6) 2009, the pt was given a synvisc-one injection in the right knee. The pt had been experiencing increasing pain in the recent past and there was also noticeable significant swelling in the right knee. On (B)(6) 2009, the pt returned to her physician for a follow-up regarding her right knee pain. The pt pointed to the lateral aspect of the knee as the primary source of pain, she also noted pain in the anterior aspect of the knee. The pt also reported that she was having the most trouble with the full extension of the knee. She denied any change in activities or starting or discontinuation of any anti-inflammatory medications. The pt also stated that she had difficulty determining if what she felt was from the knee versus the right lower extremity radiculopathy which was currently being treated by a different physician. The pt denied experiencing any fever, chills, or flu-like symptoms. She reported that she has no history of gout or a rheumatological condition. She also stated that several years ago, she was tested for rheumatoid arthritis which was negative. Upon physical examination of the right knee, the physician observed that there was no overlying skin abrasion, ecchymosis, discoloration, or redness. The knee was very mild warm to touch when compared to left knee. There was a positive effusion and diffuse tenderness to palpation along the lateral aspect of the knee. No tenderness was seen at the medial joint line and the anterior aspect of the knee. The range of motion was graded at 5-100. The pt complained of pain on end motions, and straight leg raises were negative in both the legs. In the opinion of the physicians who saw the pt, this could be a reaction to synvisc-one. The physician decided to aspirate the right knee. Lidocaine was used as a local anesthesia and the right knee was aspirated with a return of 42cc cloudy synovial fluid. The physician reported that the pt will be observed for a few days and has been asked to consider the use of over-the-counter anti-inflammatory medication. The pt has been asked to modify or restrict certain activities. She has also been advised to contact or present to the physician's office for aspirations in case she experiences repeated effusion, or increase in pain. On (B)(4) 2010, additional info was received from a company rep. The initials of the pt were provided as (B)(6). The age of the pt was unavailable. The reporter restated all the info provided earlier by the hcp. The new info that was available is that the pt was given an injection of cortisone when she visited her physician. The outcome of the pt was unk at the time of this report. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.